Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The contact for a patient on peritoneal dialysis (pd) therapy reported to fresenius that the patient was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain and was hospitalized on 18/dec/2023. It was reported that the patient had a pd culture obtained which grew the bacteria vancomycin resistant enterococcus (vre). The nurse stated the patient was treated with antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, (on an unknown date), the patient was discharged from the hospital and is reportedly continuing hemodialysis at home. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis stating the patient denied a breach in aseptic technique. However, the nurse confirmed the patient did not have any fluid leaks or other issues with fresenius products in relation to the event. The nurse reported the patient was recovering from the peritonitis event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a fresenius product malfunction or deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange.

Event description:
The contact for a patient on peritoneal dialysis (pd) therapy reported to fresenius that the patient was hospitalized with peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain and was hospitalized on (B)(6) 2023. It was reported that the patient had a pd culture obtained which grew the bacteria vancomycin resistant enterococcus (vre). The nurse stated the patient was treated with antibiotic therapy (details unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. Subsequently, (on an unknown date), the patient was discharged from the hospital and is reportedly continuing hemodialysis at home. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis stating the patient denied a breach in aseptic technique. However, the nurse confirmed the patient did not have any fluid leaks or other issues with fresenius products in relation to the event. The nurse reported the patient was recovering from the peritonitis event.